Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of right atrial (ra) signals, causing inhibition of rv pacing. The patient experienced dizziness. The health care professional (hcp) was not able to reproduce the oversensing via isometrics. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).